Manufacturer narrative:
Date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was having trouble getting the ins charged. They saw the "no device found - reposition" message for quite awhile. It took over an hour to charge and the patient would start at 0%. It was reviewed that normal charge time for a depleted ins battery could be 2 hours or more. The ins battery did not want to hold a charge very long. The patient did use higher settings. They were in pain because they were not able to charge the ins battery; the patient's ankles were swelling. The ins had been dead for a couple of days now because they could not charge. The patient was walked through passive recharge mode. They were seeing 70's for the range. After about 5 to 10 minutes the patient saw the "no device found" message again and the "reposition" message. The issue was not resolved through troubleshooting. A replacement recharger was requested. Additional information was received from a patient regarding an external device. When the patient tried to charge their implant it said "no device found". They said that the recharger they received in june "worked a little better but pretty much right away I was still having trouble but I didn't have to play with it quite as long to get it to connect". They could connect to the implant wirelessly with no problem. They inspected the port of controller and they said it looked intact, but they said they did hear a little bit of rattling. A replacement controller was sent to the patient. The patient later called back and noted they received the controller replacement, set up the controller and was seeing the "no device found" screen when trying to recharge the ins. The manufacturer representative thought the ins might be malfunctioning so they were replacing equipment to try and "debunk" that theory. The patient was walked through passive recharge mode and was able to successfully connect and had excellent recharge quality (battery levels: controller at 100%, ins was "very low"). They hadn't been able to recharge the ins in 3 days so they were pretty miserable. The representative had just reprogrammed their ins (no device or therapy allegations were made). They later called back again stating they called earlier today and were working with an agent to pair their replacement controller to their device and they were able to pair and begin to charge their device. They were almost fully charged and then the controller prompted them to pair the controller to their implant again. The patient was walked through the steps to pair to the implant. They attempted to charge their implant and was notified that their controller needed to be recharged. The patient was instructed to fully charge their controller and attempt to charge their implant. They mentioned "when it works, it works fabulously" when describing their therapy. Additional information received from the patient and a manufacturer representative. It was reported that the patient was still having the same issue with getting the "no device found" message, despite receiving the replacement controller from repair and also receiving replacement rechargers. They called their local representative and were told to call and ask for another recharger. The healthcare provider/representative think that the "issue is with the implant, they think it has something wrong but they aren't sure what". The patient didn't know any further details but that they wanted to try changing the recharger. The representative noted they would discuss neurostimulator replacement to a different system given the patient's difficulty with recharging. It was reviewed that it might warrant pocket assessment to determine if perhaps the recharging was affected due to the ins not being positioned in the pocket appropriately. The representative noted they would send the ins back for analysis if the healthcare provider decided to replace the ins. No further complications reported.

Manufacturer narrative:
Continuation of d10: product ID: 97745, serial# (B)(6), product type: programmer, patient; product ID: 97745, serial# unknown, product type: programmer, patient; product ID: 97755, serial# (B)(6), product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the patient is scheduled for battery replacement (to vanta) on thursday, (B)(6). Connection issues are undetermined. Patient¿s weight unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient indicated that the implant was replaced. Because the implant battery wasn't charging and they kept thinking the controller was the issue but the implant battery wasn't holding the charge and wasn't working. Pt said that they were unsure to when the issues began with the implant battery not holding a charge.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: ins (serial#(B)(6)) returned but not yet analyzed; a supplemental report will be sent when analysis is complete. Continuation of d10: product ID 97745, serial# (B)(6), product type programmer, patient product ID 97745, serial# unknown, product type programmer, patient product ID 97755, serial# (B)(6), product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6), product type programmer, patient product ID 97745, serial# unknown, product type programmer, patient product ID 97755, serial# (B)(6), product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the patient is scheduled for battery replacement (to vanta) on thursday, september 23. Connection issues are undetermined. Patient¿s weight unknown.